Event description:
(B)(4). Since being implanted with the coils, I have had numerous health issues. I have excessive bleeding, which has resulted in a drastic drop in my blood levels down to 9 pints two years ago. Today's levels are unknown. Other symptoms include hair loss, pelvic pain, loss of memory, and extreme fatigue. I am also allergic to nickel, which is the primary metal.

Event description:
(B)(4). I had a complete abdominal hysterectomy with bilateral salpingectomy. The ovaries were left intact. Complications with the surgery forced me to go back into surgery less than an hour later. Surgery performed on (B)(6) 2016.

Event description:
(B)(4). Surgery performed by (B)(6).